Manufacturer narrative:
Initial MDR was submitted with an incorrect date in b4. Actual date of this report is 12/02/2025.

Event description:
The device was returned for processor hardware failure (linux core). Upon return, the device started up with no errors. Performed mock infusion. Log files indicate processor hardware failure (power processor). Unit was having an excessive amount of processor errors. Main pcba will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem" no patient harm or any active infusion stopped. A preliminary review identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.